Event description:
Massive hemorrhage due to laceration of blood vessel by 10/12 mm trocar. Due to hemorrhage pt became hypotensive, acidotic and hypothermic and expired in 2004. Suspect trocar remained sharp and did not convert to a blunt instrument as designed.